Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a tego¿ connector was found to leak during patient use. The reporter stated, it concerns one that leaks. No one was harmed as a result of the reported event. The data was communicated via mail. The customer requires a response to the event. The product is available for investigation. There was patient involvement and there was delay in therapy and no adverse event. Csilvela (B)(6) 2025

Manufacturer narrative:
D9 device available for evaluation: no. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Received one used tego connector for inspection. As received, the seal was domed. After decontamination the seal was no longer domed. The tego was leak tested per product specifications. There was no leakage. The tego was disassembled and there was a lack of adhesive present. The reported complaint of leakage can be confirmed due to the tego being domed as received. The probable cause is due to an inconsistent application of adhesive and/or lubricant during assembly. Corrective and preventative actions are in process. Lot history review was conducted, and no nonconformities were found that would have led to the reported complain.

Manufacturer narrative:
B5 section.

Event description:
The customer provided additional information clarifying "before use the customer saw no faults with the product but when the treatment started one of them started leaking and then when replaced it was clogged.".